Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca), since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter inaccuracy began on the afternoon of (B)(6) 2013. On unspecified dates/times, the patient reported obtaining inaccurate high readings of "115, 114, 127 and 257 mg/dl" with the subject meter. The patient informed the cca that he manages his diabetes with insulin. The patient reported taking an increased dose of insulin (1 unit of humalog) on (B)(6) 2013 at 4pm. The patient claimed developing symptoms of "not feeling or acting right, low blood glucose symptoms," but the patient did not confirm if the onset of symptoms occurred before or after the alleged meter issue began. However, the patient reported treating himself with food and/or drink on (B)(6) 2013 at 1pm, (B)(6) 2013 at 5pm, and (B)(6) 2013 at 5pm. At the time of troubleshooting, the customer care advocate noted that the patient did not have control solution available to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed "low blood glucose symptoms" after the alleged meter issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2013, respectively, with the following findings: the meter passed all testing and the complaint could not be confirmed. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.